Event description:
It was reported to philips that the system repeatedly restarted during use on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
No fault was found, and the problem/failure was unconfirmed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).